Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic test due to loose/protruded drive support disk. It was unable to perform basic occlusion, prime, and excessive no delivery test due to the alarm. Device had minor scratched display window, cracked reservoir tube lip, cracked case near reservoir tube window, cracked battery tube threads, broken pump belt clip slot and scratched keypad overlay near belt clip slot. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump alarmed compromised force sensor system during prime. The insulin pump was not bumped or dropped. The drive support cap is loose. Blood glucose value was 170 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.